Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caregiver reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 19 mg/dl. Customer taking a muscle relaxant and pain medication. Caller stated that customer was delivering too much insulin and was uncooperative. Customer was in a confused state at hospital. Nothing further reported.